Event description:
Caller reported blood glucose results 467 mg/dl, took 4 units of novolog, retested at 138 on the compact plus system within 10 minutes. Reported no adverse event relative to this discrepancy. A request was made for the return of the system, replacement was sent.